Event description:
It was reported the pt felt no stimulation sensation. The pt stated the device turned off by itself for a few days on occasion. The usage was reviewed and only found a few hours of off time. Impedances were all normal. A positional impedance test was performed and was normal. The pt's typical amplitude was around 8.5 volts and did have other medical issues occurring. No report of further incidences of the device shutting off since the previous evaluation. The device was replaced. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.